Event description:
Per the clinic, the patient experience pain and poor performance with device use. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 4, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 30, 2022.